Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device has been discarded. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the tortuous, calcified obtuse marginal artery, after predilatation with a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc) the 3.0 x 23 mm xience prime stent delivery system (sds) experienced difficulty in crossing the lesion and force was applied to the sds to reach the lesion. The balloon was inflated to 3 atmosphere (atm), however, under fluoroscopy a leak of contrast was seen. It could not be determined if the leak resulted from the balloon or the catheter. The angiography showed the stent was not deployed and the balloon was trapped in the stent. The guide wire, guide catheter, and sds were removed from the anatomy, however, a device separation occurred and a 22 cm fragment of balloon/stent/shaft remains in the anatomy. The patient was transferred to a different hospital for cardiovascular surgery. Subsequent information received states the 22 cm of balloon/stent/shaft was successfully removed surgically from the patient anatomy. The patient was reported as doing fine. There was no reported adverse patient sequela. No additional information was provided.